Event description:
While performing an embolization procedure with a microcatheter and mirage guidewire, it was reported that the guidewire did not respond in the supraclinoid region of ica. When the guidewire was removed, the distal segment of the guidewire was left in the ica. The physician was unable to remove it with an endovascular loop [snare] and used an intracranial stent to avoid migration of the segment.

Manufacturer narrative:
The device involved in this event has not been returned for evaluation.